Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Device successfully downloaded to thumps. No insulin pump error 15 alarms noted during testing however, pump error 15 alarm (line number 1938 file number 0) is found in the formatted history file due to a software error as per global logic analysis (esf# 3764385). The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.